Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted. The electrode was left surgically abandoned in the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was noted that the patient reported the subcutaneous implantable cardioverter defibrillator (s-ICD) had flipped in the pocket when laying in bed. The patient stated they flipped it back into place. An x-ray was taken which noted the s-ICD had migrated. Sensing and impedance measurements were within normal limits. Boston scientific technical services (ts) was consulted and suggested a revision due to how s-ICD devices are dependent on location and placement. The physician opted to continue to monitor the patient through monthly checks. It was further noted that there had not been any recent dramatic weight changes. However, it was also learned that the patient had an early pocket revision post original implant for device migration due to excessive work out routines. No additional adverse patient effects were reported.